Manufacturer narrative:
(B)(4). The device was sent to the service center for evaluation. The defect(s) reported by the customer has been verified and remedied using the measures listed in the "proof of repair". "Tornado": preventive replacement of o-rings performed according to (B)(4). Motor sticks. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Safety test checklist enclosed. Electrical safety test completed. Hipot test completed. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review of the depuy synthes mitek complaints system revealed similar complaints for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 hand pc tornado shaver -ns device was out of function and could not be turned on. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.